Event description:
It was reported that during the procedure in the mid circumflex artery, after insertion of a 2.75x15 rx xience prime stent delivery system into the anatomy, a 90 degree kink was noted at the shaft/hub junction. The kink was present when the device was taken out of the device packaging but was not noticed until after insertion in the anatomy. The stent system was withdrawn from the anatomy without inflating the balloon and the stent system was exchanged for a new 2.75x12 xience prime stent system. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the proximal shaft was separated. Additional reported information indicates that the proximal shaft was partially broken. The complete proximal shaft separation occurred during device return.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices used: sheath: j14 6f; guide catheter: jr4; guide wire: whisper ms. Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.